Event description:
The customer observed falsely decreased alinity I total psa results for numerous patients. The following example was provided: sample ID (B)(6) result was 0.00 ug/l the customer stated the assay file was configured incorrectly with the lower limit of linearity at 0.00 where it is supposed to be 0.03 ug/l. The assay files were uninstalled and reconfigured on 19dec2024 as a part of a service visit with the customer. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p92-20, that has a similar product distributed in the us, list number 07p92-21, and a PMA number of p910007.

Event description:
The customer observed falsely decreased alinity I total psa results for numerous patients. The following example was provided: sample ID (B)(6) result was 0.00 ug/l. The customer stated the assay file was configured incorrectly with the lower limit of linearity at 0.00 where it is supposed to be 0.03 ug/l. The assay files were uninstalled and reconfigured on (B)(6) 2024 as a part of a service visit with the customer. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I total psa results included a search for similar complaints, trending data, labeling, and device history records. The customer observed results below the measuring interval of the alinity I total psa assay when using alinity I total psa reagent kit, lot number 71210fz00. It was noted that the lower limit of linearity was set to 0.00 ug/l instead of 0.025 ug/l (lower limit of the measuring interval). The parameter is an editable parameter and has been updated, and customer has confirmed the correct results are now showing. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, alinity I total psa assay, lot number 71210fz00, is performing as intended and no systemic issue or deficiency was identified.